Manufacturer narrative:
Device not available for eval.

Event description:
The product was used during a laparoscopic gastrectomy procedure. Reportedly, the staples were missing. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.